Event description:
It was reported that the patient was seeing ins(stimulator) low icon on the programmer for several days. It was noted that the patient did not have a managing hcp(healthcare provider). The patient was not sure what the icon was and states she was losing her programs. She also had changed batteries in her programmer and just received a new programmer a couple years ago. The patient was implanted in 2006. She was never told about needing a replacement. Additional information has been requested but was not available as of the date of this report. A follow-up report will be made if additional information becomes available.

Manufacturer narrative:
Concomitant products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3093-28, lot# v014596, implanted: (B)(6) 2006, product type: lead. (B)(4).